Manufacturer narrative:
The device history records for the belotero lot were not reviewed as the lot number was unk.

Event description:
A doctor who is the pt called merz north america, inc to report that she was injected on (B)(6) 2013 by dr (B)(6) at (B)(6). The pt has been injected with fillers before but this was the first time that she was injected with belotero. It was injected on the right side only of the orbital area to fill in an area that had fat herniation. She had a reaction and there was a little bit of swelling. Steroids were prescribed and the swelling went down. Then the swelling came back and during the day the swelling would go up and down. From the tear duct down she developed a streak. X-rays were taken and it was thought to be an infection. On (B)(6) 2013 she was hospitalized and give IV antibiotics (rocefin, dose and duration not provided). She had a reaction to the rocefin and was given a high dose of steroids (solumedrol). She was put on zybox for 10 days and then levaquin for 10 days and everything was under control. The injected area then became puffy and it burns inside (per the pt). On (B)(6) 2013, she saw her maxilofacial surgeon, dr (B)(6), (B)(6),(she is an injector but has not used belotero). She suggested that the pt go back to the injector in (B)(6).